Event description:
A corporate inventory manager reported to fresenius that a combi set bloodline leak occurred at a hemodialysis (hd) user facility. Further clarification was provided upon follow-up with the facility's clinical supervisor/nurse. The nurse said it was the machine that caused the blood leak, not the bloodline. According to the nurse, the combi set bloodline became damaged by a 2008t machine's blood pump rotor. Blood was noticed leaking from the blood pump about forty-five minutes into the hd treatment. There were no machine alarms that occurred. After the leak was observed, the staff stopped the machine and returned the patient¿s blood. The nurse said blood loss from the external leak was minimal. The patient's estimated blood loss (ebl) was less than 50 ml. The machine was re-setup with new supplies and the patient was able to complete treatment without further issue. It was confirmed the patient did not experience any symptoms or serious adverse effects due to the blood loss. Following the event, the combi set bloodline and machine were both inspected. They noticed there was a tiny puncture on the segment of tubing that was set inside of the blood pump rotor. The biomed then looked at the blood pump rotor and noticed that one of the plastic pieces covering the roller pins was completely worn out. This created a sharp point on the plastic which reportedly punctured the bloodline. The nurse confirmed the combi set was inspected prior to use, and it did not have any damage on it. It was concluded that the leak was coming from the puncture on the bloodline, which was caused by the machine. To fix the machine, the biomed replaced the damaged plastic piece covering the roller pin. The damaged piece was discarded. The machine was then returned to service and there haven¿t been any further issues. No sample was available to be sent back for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A corporate inventory manager reported to fresenius that a combi set bloodline leak occurred at a hemodialysis (hd) user facility. Further clarification was provided upon follow-up with the facility's clinical supervisor/nurse. The nurse said it was the machine that caused the blood leak, not the bloodline. According to the nurse, the combi set bloodline became damaged by a 2008t machine's blood pump rotor. Blood was noticed leaking from the blood pump about forty-five minutes into the hd treatment. There were no machine alarms that occurred. After the leak was observed, the staff stopped the machine and returned the patient¿s blood. The nurse said blood loss from the external leak was minimal. The patient's estimated blood loss (ebl) was less than 50 ml. The machine was re-setup with new supplies and the patient was able to complete treatment without further issue. It was confirmed the patient did not experience any symptoms or serious adverse effects due to the blood loss. Following the event, the combi set bloodline and machine were both inspected. They noticed there was a tiny puncture on the segment of tubing that was set inside of the blood pump rotor. The biomed then looked at the blood pump rotor and noticed that one of the plastic pieces covering the roller pins was completely worn out. This created a sharp point on the plastic which reportedly punctured the bloodline. The nurse confirmed the combi set was inspected prior to use, and it did not have any damage on it. It was concluded that the leak was coming from the puncture on the bloodline, which was caused by the machine. To fix the machine, the biomed replaced the damaged plastic piece covering the roller pin. The damaged piece was discarded. The machine was then returned to service and there haven¿t been any further issues. No sample was available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.